Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The exp date is currently unavailable. A non-conformance search was performed for this product code 222296, lot 3865831 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during arthroscopic rotator cuff repair surgical procedure, it was observed that the tip of the 4.5 healix advance br3sut w/oc implant device cracked upon insertion in a bone hole and the surgeon stopped using it although he did not apply excessive force to the device. It was also reported that no broken piece was left in the patient¿s body. The device was discarded at the hospital. By using a backup device to the same bone hole, he successfully fixed it. There was no surgical delay or harm to the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.